Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization a 4.5x14mm enterprise vascular reconstruction device (product code: enc451412, lot number 8907834) became stuck at the proximal end of an unspecified microcatheter (mc) and could not be advanced further. Upon retraction, the stent was found detached from the delivery wire after removal from the y connector. The physician used a new stent to complete the procedure, and the microcatheter was not replaced. There was no reported patient injury or consequence. The complaint device was sent for analysis.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization a 4.5x14mm enterprise vascular reconstruction device (product code: enc451412, lot number 8907834) became stuck at the proximal end of an unspecified microcatheter (mc) and could not be advanced further. Upon retraction, the stent was found detached from the delivery wire after removal from the y connector. The physician used a new stent to complete the procedure, and the microcatheter was not replaced. There was no reported patient injury or consequence. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x14mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery wire. One strut of the stent was tangled with the stent body. No additional damages were found. Microscopic inspection was performed on the stent component, and multiple struts were found broken. Although one strut of the stent was tangled with the stent body, the stent was noted fully expanded. The delivery wire was subjected to dimensional analysis and the measurements that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Although in order to perform a functional test the stent must be attached to the delivery system and inside the introducer, the impeded condition reported is confirmed based on the damage of the stent. It is possible that in an effort to advance the stent through the impeded condition reported, excessive force was inadvertently applied which ultimately led to the damaged struts and detachment of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 26-dec-2025 indicated that they were not able to torque the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.